Manufacturer narrative:
The blade subject to this complaint was not returned for eval. Based on the info provided and other more recent complaints reporting similar events, the root cause is determined to be multi-factorial.

Event description:
It was reported that two pieces of blade broke off during a total knee procedure. No adverse consequences were reported.